Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient line of the automated peritoneal dialysis (apd) set with cassette had become disconnected from the transfer set during drain one on the homechoice (hc) device. The technical service representative (tsr) had the home patient (hp) end the therapy and instructed the hp to restart with all new supplies. There was no allegation against the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.